Event description:
The patient reported an elevated blood glucose reading of 500 mg/dl with her normal range being 80-120 mg/dl. She stated she had no symptoms and treated her reading by giving herself an injection of insulin. She stated she is currently on her backup insulin infusion device and when she programmed her basal rates into the device she guessed at what the rates should be. She stated this has caused the elevated readings. She said she has a call into her doctor to get the correct basal rates. She said she is waiting for their call to set up her primary infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.